Event description:
A complaint was left on the tacoma rp voicemail this afternoon. The caller¿s name is (B)(6) and he called about a medication that he received via on-line called ¿swiss navy¿. It was a team effort to understand the voicemail. Cso (B)(4) listened with me and determined that swiss navy is a personal lubricant and that I should forward to you as a device complaint. (B)(6) says he is experiencing some health issues that include mental, breathing, gums. His phone number is (B)(6).